Manufacturer narrative:
UDI # (B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the thumb valve became stuck during use. The nurse changed the product and there was no problem after that. There was no reported injury to the patient. No further information has been provided at this time.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection revealed the sample to be generally clean. The sample arrived with the valve button in the down position. The valve was tested by pushing down on it. It was noted that the valve button did not return to the up / closed position, as it was supposed to do. Instead it remained in the down position, however, it could be manually pulled up to the close position. The suction valve cover was removed, and it was noted that the seal was not attached to the collar and suction valve body. The collar and the suction valve body showed evidence of solvent presence. The investigation concluded that the failure was caused by the improperly assembled seal on the suction valve main body. The root cause was determined to be a manufacturing issue. Corrective actions have been taken. The device history record for m6104t510 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).